Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia with a documented blood glucose of 59 mg/dl while using the ilet, with no preceding hyperglycemia, exercise, target changes, weight setting changes, or additional insulin outside the system; the user was disconnected during fill tubing earlier that day and used the device in standard mode. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose tablets totaling approximately 15 grams or more over the night and resolution without emergency care. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed no device malfunction and no identifiable precipitating factor for the hypoglycemia. It was concluded that the event was hypoglycemia with an unclear cause and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.